Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).

Event description:
It was reported that during the routine device check, the implantable pulse generator (ipg) had shown an "unusually quick drop in battery voltage post elective replacement indicator (eri)." The ipg was explanted and replaced. The ipg has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the routine device check, the implantable pulse generator (ipg) had shown an "unusually quick drop in battery voltage post elective replacement indicator (eri)." The ipg was explanted and replaced. The ipg has been returned. No patient complications have been reported as a result of this event.